Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned for evaluation. The primary complaint was confirmed during functional testing. The reported error message appeared after the device was powered on. Further investigation found a faulty processor board. To remedy the issue, the processor board was replaced. The autopulse platform is a reusable device and was manufactured on 06/09/2004. Therefore, this type of issue is characteristic of normal wear for the life of the device. Visual investigation was performed and found damage to the top cover, encoder cover, motor cover, and flexible patient restraint assy and the battery cover missing. Additional repair was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The damage and missing parts found during visual inspection were replaced. Since the original lcd was glued on to the processor board, the lcd was also replaced. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During a shift check, it was reported that the autopulse platform (s/n: (B)(4)) displayed a system error- out of service error message. There was no report of patient involvement.